Manufacturer narrative:
As reported, what appeared to be mynx sealant was found in the right popliteal artery. A 5f mynx control vascular closure device (vcd) was previously used successfully in conjuncture with a 6/7f mynx control vcd to close 5f and 7f non-cordis sheath access sites in the right femoral artery and vein for a diagnostic right and left sided heart catheterization. The patient was brought back to the cath lab with a cold leg one day after the initial use of the vcd. The patient was re-cathed via the left femoral artery which found the right popliteal occlusion. Using a non-cordis aspiration system the physician removed what appeared to be mynx sealant and blood flow was restored to the affected extremity. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. No contrast or imaging was used to confirm balloon placement. The tension indicator was aligned with the markers on the side before attempting to deploy. There were not multiple sheath exchanges, and the procedural sheath was not greater than 7f. It is possible the deployer failed to utilize the tension indicator or maintain tension on the catheter during depression of button #1. The right femoral artery was not calcified, and there was no vessel tortuosity. The product was not returned for analysis. One photograph was received for analysis, and the photograph is an angiogram image of the lower leg. The image demonstrates a complete popliteal artery occlusion and decreased blood flow. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sealant inaccurate placement (intravascular)¿ and ¿vascular occlusion¿ could not be confirmed as the product was not returned for analysis. Without the return of the device and the material removed from the right popliteal artery, a composition analysis could not preformed. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ in addition, the mynx control vascular closure device is only indicated for femoral arterial use. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, what appeared to be mynx sealant was found in a right popliteal artery occlusion. A 5f mynx control vascular closure device (vcd) was previously used successfully in conjuncture with a 6/7f mynx control vcd to close 5f and 7f non-cordis sheath access sites in the right femoral artery and vein for a diagnostic right and left sided heart catheterization. On the date of the reported event, the patient was brought back to the cath lab with a cold leg one day after the initial use of the vcd. The patient was re-cathed via the left femoral artery which found the right popliteal occlusion. Using a non-cordis aspiration system the physician removed what appeared to be mynx sealant and blood flow was restored to the affected extremity. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. No contrast or imaging was used to confirm balloon placement. The tension indicator was aligned with the markers on the side before attempting to deploy. There were no multiple sheath exchanges. A procedural sheath that is greater than 7f was not used prior to introducing the mynx. It is possible the deployer fail to utilize the tension indicator or maintain tension on the catheter during depression of button #1. The right femoral artery was not calcified, and there was no vessel tortuosity. One photograph was received for analysis, and the photograph is an angiogram image of the lower leg. The image demonstrates a complete popliteal artery occlusion and decreased blood flow. The sealant was discarded and will not be evaluated.

Manufacturer narrative:
Report created in error. No new additional information received.